Event description:
Ous MDR - it was reported that approx. 4 months after the initial implantation the patient presented to the hospital for the right lead implantation. After successful lead implantation the device showed unexpected battery depletion. The device and the associated rv endocardial lead have been replaced.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the analysis, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was successfully interrogated and the pacemakers memory content was analyzed confirming the clinical observation. The device switched to the battery status eri on february 13, 2018. Furthermore, the battery holter was evaluated indicating no elevated current consumption. The battery impedance was as expected for a fully charged battery. Therefore, a reset of the eri status was successfully performed. Subsequent interrogation yielded the battery status ok. A stress test under different temperature environments was performed. The battery status of the device was as expected. During a detailed investigation of the returned device data it was noticed that the battery status eri was not triggered by a permanently depleted battery. The high current consumption program 5.0v at 1.0ms triggered the battery status eri on (B)(6) 2018. In conclusion, the device proved to be fully functional. The analysis revealed that the battery status eri was not declared by a premature battery depletion. Instead, a high output program led the device to switch into the battery status eri. There was no indication of a device malfunction.